Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a sample probe valve, part number mu7683 to resolve the issue. (Beckman coulter internal identifier is b)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low ise (ion-selective electrode) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.